Event description:
It was reported that severe pain was shooting down a patient's leg, whether stimulation was turned on or off. The reporter stated that the patient didn't think that the device was working. It was noted that there was no known accident or incident related to the event. The reporter stated that the pain started 24-48 hours prior to the report. The patient turned the device off and the pain did not go away. The patient was admitted to the hospital. The next day, it was reported that the patient's healthcare provider wanted help to check the device. The reporter stated that the patient had been an inpatient at the pain unit for approximately two weeks due to pain issues. It was reported that the patient wanted her device system checked and thought the pain may be related to the device. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 39565-30 lot# serial# (B)(4), implanted: 2007 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2007 (B)(6),product type extension. (B)(4).